Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2015, 9am¿. The patient reported that he obtained alleged inaccurate high blood glucose results of ¿138 and 140mg/dl¿ on the subject meter, compared to ¿72 and 67mg/dl¿, on another device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy. The patient takes insulin (self-adjuster) and on ¿(B)(6) 2016,11pm¿ stated that he took his usual dose including sliding scale, ¿humalog 20 units and lantus 30 units¿ as a result of the alleged product issue. The patient reported that he developed the symptom of ¿low blood sugar¿ and on ¿(B)(6) 2016, 10am¿ reported that he was treated with IV fluids by ems, healthcare professional (hcp). At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1 : the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.